Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 3 of 5. The home patient (hp) stated the hc alarmed chl in fill 3 of 5. The hp stated the heater bag leaked on the floor. The hp stated she disconnected the heater bag and replaced it with a new solution bag. The baxter technical service representative (tsr) informed the hp when starting over with new supplies to use all new supplies and not just one solution bag. The tsr advised the hp to end therapy and start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, and she said she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She said the bag leaked from the connection point. She said the bag became disconnected, and she was not sure how it became disconnected. She said it was a red solution bag that came disconnected. She had already discussed with the tsr about not changing out only the bags or cassette. Since then she has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The label review found the labeling adequate for the use error in this complaint.